Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected information: the aware date (g3) is (B)(6) 2023. (The system wont save this and reverts to (B)(6) 2023 the device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light guide lens had a crack, the adhesive on the bending section cover rubber was detached, the connecting tube was deformed, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and the channel tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis exera lll gastrointestinal videoscope had dents in the working channel. The issue was observed during preparation for use and there were no reports of patient or user harm associated with this event. The device was returned to olympus, and the device evaluation found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported that the evis exera lll gastrointestinal videoscope had dents in the working channel. There were no reports of patient harm associated with this event. The device was returned to olympus, and the device evaluation found foreign material in the nozzle, and the bending sheath cover was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the insertion tube was damaged, the bending sheath cover was damaged, the forceps cleaning brush meets interference in the channel, the angle wires were stretched, and there was a gap in the adhesive of the bending section cover rubber. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.